Event description:
During set-up of the dialyzer, staff noted that the 3-way bypass valve failed to put the machine into bypass (dialysate continued to run through dialyzer). The gambro technical services (gts) rep found a leaking bypass valve. The valve was replaced. The was no patient involvement.